Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack along the side of the battery compartment. The returned battery cap was found to be damaged/stripped and did not secure tightly to the pump. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. The keypad cover was intact; no damage was observed. Also unrelated to the complaint, the up arrow and down arrow button responded intermittently during testing. All other buttons were found to respond appropriately. The keypad cover was removed and evidence of contamination was found under all of the button contacts.